Event description:
It was reported the lead was removed 5 years after implantation due to 'dislocation' and the risk of skin penetration. The patient was very thin, and the lead was crossing the sacrum. During the removal process, the lead broke at the tined leads upper radiopaque marker. The tined lead part was unable to be retrieved and left in the patient.

Manufacturer narrative:
Correction - upon additional review, it was found that fdp c50443 for "erosion" should not have been included in the inital report. No skin erosion had occurred; the lead was removed due to migration and as a preventative measure against possible erosion.

Manufacturer narrative:
Product ID 3093-28, serial# unknown, implanted: (B)(6) 2012, product type lead. (B)(4). Analysis of the lead found the conductor body broken at or near the tined leads. This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined lea ds," educational brief/physician communication (december 2010).